Event description:
Patient called alleging that their meter gives pt an error 4 message and that the test would not start. Patient had symptoms, which consisted of having headaches and frequent urination. Patient took their medications without knowing what their blood sugar was. Patient did not suffer a serious injury. Patient did not call md or seek medical attention. Customer service was unable to resolve the issue and sent patient a new meter. When the meter does given an error message or the test does not start, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.